Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be lifted and exposing metal. A microscopic inspection was performed on the distal end of the device and found char marks with indentations of the jaws imprinted on the probe unit. The device was attached to a test usg-400/esg-400 and the device passed the probe check. During testing, a u508 (seal & cut short-circuit) and u511 (seal short-circuit) error message was observed. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Olympus followed up with the user facility via telephone and writing to obtain additional information regarding the reported event but with no result.

Event description:
The user facility informed olympus that during an unspecified procedure, the grasper portion (teflon pad) on the hand piece came undone. The intended procedure was completed with a similar device. There was no patient injury reported.